Event description:
I wasn't properly advised about filshie clamps and how they migrate, I have been in and out of hospital pertaining to filshie clips and even just had them surgically removed (B)(6) 2024. Tubes erupted because of clips migration.(B)(6) 2024.